Event description:
It was reported that balloon rupture and balloon detachment occurred. The target lesion was located in the non-tortuous and severely calcified left main artery. A 12mm x 3.50mm nc quantum apex balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured and completely came off the shaft. A snare was used to try and retrieve the balloon fragment but was unsuccessful. Subsequently, the balloon fragment was stented in the left main artery. There were no patient complications reported and the patient has fully recovered.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an incomplete device return of an nc quantum apex balloon catheter along with unknown tiny fragment sections. The device was visually and microscopically examined. There were numerous bends and kinks to both the shaft and the hypotube. There was contrast and blood in the inflation lumen. At 20cm from the rpe (rapid port exchange), the guidewire lumen was buckled for a length of 1mm. At 21.3cm from the rpe, there was a separation of the inflation lumen. The shaft edges of the separation are indicative of a burst as the shaft was stretched and blown apart. At 26cm from the rpe, there was separation of the guidewire lumen. The guidewire lumen was stretched down for a length of 2mm at the separation point. The total returned length of the device was 144.1cm from the strain relief. The device was returned incomplete as the distal portion of both the inflation lumen and guidewire lumen, the balloon, markerbands and tip of the device were not returned. Tiny fragment sections were returned. One section was 7mm in length and the other was 3mm. Ftir testing was performed on the returned fragments. Analysis indicates the fragments are most likely to be fibrous and of nylon material. Product analysis was able to confirm the reported events as the shaft separation of the device confirms the reported material rupture and detachment.

Event description:
It was reported that balloon rupture and balloon detachment occurred. The target lesion was located in the non-tortuous and severely calcified left main artery. A 12mm x 3.50mm nc quantum apex balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured and completely came off the shaft. A snare was used to try and retrieve the balloon fragment but was unsuccessful. Subsequently, the balloon fragment was stented in the left main artery. There were no patient complications reported and the patient has fully recovered.